Event description:
Pt reported the port of their lap-band was replaced due to a suspected leak.

Manufacturer narrative:
Taper unk. The reporter of the event was asked to return the product for analysis. Further info from the reported regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."